Manufacturer narrative:
It was reported that a patient may have had an accidental overdose of insulin due to vgo device malfunction. The device was returned for evaluation on 05/02/2018. Lot #vg217066b expiration date: 05/31/2020 the returned device was evaluated. The returned device appears to have functioned as designed, with the release button depressed and 11 boluses remaining. A failure analysis report was also conducted: observations: 7 bolus activations used x-ray images indicated all parts are intact tear-down of unit: subjected manifold assembly to pressure stress test. After sectioning, adhesive was found to be intact with no visible gaps or voids. Flow test with air (246.6 sccm) indicate assembly was within original flow specification limits flow testing with water confirmed the flow path was intact, no leakage was observed based upon the information provided and the results of the tests conducted, no root cause could be determined. Device functioned as designed.

Event description:
It was reported that a patient may have had an accidental overdose of insulin due to vgo device malfunction. The patient is a type 2 diabetic who has been on vgo therapy since (B)(6) 2016. The patient and her husband provided the following timeline and details of the event. On (B)(6) 2018: 12:30 - patient applied a new vgo device. Patient always changes her vgo at this time of day. Patient checked her bg at this time which was 107 mg/dl. Patient ate a snack. Patient did not administer a bolus dose at this time. Patient laid down to take her afternoon nap. Patient always takes an afternoon nap around this time of day. At 16:00 - patients husband attempted to wake his wife up from her nap. On this occasion the patient was unresponsive. Patients husband takes a bg measurement which was 33 mg/dl at 16:15. Patients husband attempts to give the patient a tube of oral glucose gel. Patient remains unresponsive. At 16:25 - patients bg was 37 mg/dl. Patients husband administers another tube of oral glucose gel. Bg increases to 59 mg/dl, however, patient remains unresponsive. At 17:10 - patients bg was 33 mg/dl. Patients husband calls ems. At 17:16 - paramedics administered IV glucose. Patient remains unresponsive. At 17:42 - patient is transported to the ed. Patient is found to have difficulty breathing and is intubated and placed on a ventilator. At 18:00 - patients husband informs the ed staff that his wife is still wearing the vgo device. The vgo is removed. It is noted that the vgo is empty. At 19:00 - patient becomes responsive to commands and is able to move all digits and limbs. Per the patients husband a CT scan was performed to assess for tia or stroke. The scan was negative. At 22:15 - patient is admitted to hospital ICU. Patient is successfully extubated at some time during the night. On (B)(6) 2018: patient is discharged to home. Patient is prescribed levemir 17u daily and novolog on a sliding scale. Since discharge the patient has been sluggish and speech has been slightly slurred. On (B)(6) 2018: 09:05 - morning fasting bg 186 mg/dl, 14:00 - most recent bg measurement is 163 mg/dl. Patient confirms that she did not administer any bolus clicks prior to the event. Patient and husband confirm that vgo device was empty upon being removed in the ed. The vgo device was removed approximately 6 hours after being applied. Patient did not administer any other form of insulin or anti-diabetic medication prior to the event. No other contributing factors could be identified. Per visual examination by the hcp it appears the vgo has available clicks remaining but no insulin in the vgo insulin reservoir. The gray indicator was positioned at the very top of v-go. The device was returned for evaluation on 05/02/2018.

Manufacturer narrative:
UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4). Initial reporter corrected - valeritas sales rep.

Manufacturer narrative:
The device was returned and evaluated. The conclusion result was: returned device appears to have functioned as designed, with the release button depressed and 11 boluses remaining.